Event description:
It was reported that: "the dr did a total hip arthroplasty with a posterior lateral approach. He noticed on the post op films, a crack in the femur lateral and distal to the tip of the accolade stem. He took appropriate precautions with patient's rehabilitation and she has been doing well.